Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the patient's charger was not charging the batteries properly. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger not charging batteries properly) has been confirmed. The cause of the inability to properly charge the batteries is contamination on the battery board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The patient received a replacement charger/modem.